Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information was requested, but due to patient confidentiality requirements of canada if the device is received for analysis or additional information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that immediately post implant of this bioprosthetic mitral valve, after the patient went off-pump and the valve was visualized on transesophageal echocardiogram (tee), the physician suspected a structural problem with the valve not visible until after the valve was implanted, described as a large eccentric leak. The valve was explanted and replaced. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the explant analysis and evaluation results determined that a leaflet misalignment during valve closure resulted in leaflet prolapse, and caused the reported regurgitation. The regurgitation results of the evaluation showed a higher regurgitation in the explanted valve as compared to the historical reference results at all back pressures. While some increase in regurgitation may be expected due to the stiffened tissue, this is a typical finding of explants given that there are blood components on the tissue from implant, that then become stiffer after the decontamination process. Reviewing the high speed video footage showed a misalignment of the non-coronary (nc) side at the right non-coronary commissure (rnc) during valve closure, resulting in a prolapse of the left cusp (lc). At full closure, a pinhole can be seen as a result of the prolapse and is the cause for the higher regurgitation levels seen. A complaint assessment was performed for the last five years. Results found that medtronic has not received any similar cases regarding misalignment of the leaflets device leading to regurgitation. This is a rare occurrence. In an effort to prevent recurrence of this type of issue, this complaint was communicated to our manufacturing and quality engineers. Awareness training was conducted with the medtronic final inspection team to provide them with the customer feedback, as well as to review the potential functional impact of misalignment on the mosaic valve. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. The valve was discolored showing evidence of blood contact. All leaflets were in a semi - relaxed position, which is a normal finding for this valve as it is processed with the leaflets in relaxed state. Upon closure on the coaption tester, the non-coronary appears prolapsed with the coaptive ridge and lunula slightly exposed on the inflow. On the outflow, the free margin appeared to be misaligned. All leaflets were found to be slightly stiff but flexible. This is expected since the valve went through decontamination process that includes a high concentrate of a tissue fixation and the blood contact: both are known to cause stiffness of the tissue. All leaflets appeared to be intact. A nodule was observed on the lunula of the non-coronary cusp on the outflow. Two thick striations were observed on the outflow of the non-coronary cusp adjacent to the right non-coronary commissure. Tiny punctures that appeared to have occurred during explant were observed on the left right inferior coaptive area. All commissures appeared to be intact. The hydrodynamic performance data showed a slightly lower effective orifice area (eoa) as compared to the historical reference results for the averaged eoa 2.31 vs. 2.70 ± 0.33. The gradient results at each of the four flow rates showed that this slightly lower averaged eoa is primarily occurring at the two lowest flow rates. (Ce) examination of the valve showed that the tissue was stiffer than it is in its final packed state. This is a typical finding of explants given that although the valve did not remain implanted there were blood components on the tissue from implant that then become stiffer after the decontamination process. Due to the stiffening of the tissue after decontamination it is normal to see lower historical eoa values with explanted valves. The regurgitation results showed substantially higher regurgitation in the explanted valve as compared to the historical reference results at all back pressures. (Ce) while some increase in regurgitation may be expected due to the stiffened tissue, review of the high speed video footage s hows a pronounced misalignment of the non-coronary (nc) side at the right non-coronary commissure (rnc) during valve closure which results in a prolapse of the left cusp (lc). At full closure a pinhole can be seen as a result of the prolapse and is the cause for the higher regurgitation levels seen. (Ce) conclusion: the investigation is still in progress. Should new information become available, a supplemental will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. The valve was discolored showing evidence of blood contact. All leaflets were in a semi - relaxed position which is a normal finding for this valve as valves are processed with the leaflets in relaxed state. Upon closure on the coaption tester, the non-coronary appears prolapsed with the coaptive ridge and lunula slightly exposed on the inflow. On the outflow, the free margin appeared misaligned. All leaflets were slightly stiff but flexible, which is to be expected since the valve went through decontamination process that includes a high concentrate of a tissue fixation and the blood contact: both are known to cause stiffness of the tissue. All leaflets and commissures appeared intact. A nodule was observed on the lunula of the non-coronary cusp on the outflow. Two thick striations were observed on the outflow of the non-coronary cusp adjacent to the right non-coronary commissure. Tiny punctures that appear to have occurred during explant were observed on the left right inferior coaptive area. Hydrodynamic performance data showed a slightly lower effective orifice area (eoa) as compared to the historical reference results for the averaged eoa 2.31 vs. 2.70 ± 0.33. The gradient results at each of the four flow rates showed that this slightly lower averaged eoa is primarily occurring at the two lowest flow rates. Examination of the valve showed that the tissue is stiffer than it is in its final packed state. This is a typical finding of explants given that although the valve did not remain implanted there are blood components on the tissue from implant that then become stiffer after the decontamination process. Due to the stiffening of the tissue after decontamination it is normal to see lower historical eoa values with explanted valves. The regurgitation results showed substantially higher regurgitation in the explanted valve as compared to the historical reference results at all back pressures. While some increase in regurgitation may be expected due to the stiffened tissue, review of the high speed video footage showed a pronounced misalignment of the non-coronary (nc) side at the right non-coronary commissure (rnc) during valve closure which results in a prolapse of the left cusp (lc). At full closure a pinhole was seen as a result of the prolapse and is the cause for the higher regurgitation levels seen. Conclusion: this investigation is ongoing; should additional information be received, a supplemental report will be filed.